Event description:
It was reported that during an open pancreatoduodenectomy, a line of staples closest to the cut line of oral side were unformed at the 1st firing when the device was used on the gastric body near pylorus. When the device was used on the jejunum after this event, there was no problem. Endo gia (blue cartridge)/coviden was used to complete the procedure. A creaking sound was heard at the firing. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as no strange noise was heard during the analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.